Event description:
A healthcare facility in (B)(6) reported that a hc500 humidifier had a faint alarm. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint hc500 humidifier was returned to fisher & paykel healthcare in (B)(4) for evaluation. The hc500 was visually inspected and performance tested. Results: the complaint device was tested by causing an audible alarm to occur. The alarm was faint, however all visual alarms functioned properly. Visual inspection revealed that the speaker was broken as a result of physical damage. A lot check revealed no other similar complaints for lot number 090515. Conclusion: based on the appearance of the observed damage to the speaker it appears likely that the damage was caused by some form of physical impact. Our hc500 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the hc500 humidifier. In addition the operating manual advises that "in the event that an alarm code is displayed, the hc500 will require service. Please take a note of the code and advise the technician." The complaint device has since been repaired and returned to service at the hospital after passing all performance checks.